Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that for the first several months or weeks the device for bladder control was implanted, there seemed to be progress towards less frequency and urgency. But for some reason, that progress stopped and for the past several months the patient is afflicted with the same frequency and urgency suffered for a number of years, every hour by day and every two hours by night. The patient said that the lack of good sleep nightly is no doubt affecting her overall health. The manufacturer representative (rep) and the patient has found extremely difficult to have communication. The patient is trying to schedule an appointment with the healthcare provider (hcp). No further complications were reported.

Event description:
Additional information was received from the patient. Patient called back and repeated same therapy issues. Patient said that about a month ago, they stopped making adjustments. Patient said that they worked with three urologists and saw one of them about nine months ago and they connected to and checked the implant and were told that there was nothing wrong with the implant however no imaging was performed. Patient consulted with a different urologist that has scheduled patient for botox treatment in february. Patient said last week consulted with implanting physician regarding botox treatments. Patient said would prefer to work with the implant. Patient services reviewed therapy information and general programming guidance. Patient to monitor and track adjustments and symptoms. An email was sent to field staff as requested. Patient mentioned that when therapy was helping, they didn't have to void for 3 hours and prior to implant said they were going every hour during the day and every two hours at night. Patient said besides frequency also has urgency symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called and repeated same information as previously noted regarding programs not working for them and the addition of more programs. Patient said they had met with a manufacturer representative (rep) "about two weeks ago" and the rep told them to call them back today around 5:00pm to go over any progress. Patient said they did not have the rep's number. Patient mentioned ins hadn't "helped at all" except the first few weeks. Patient services reviewed rep request process with patient. Patient services sent an email to rep.

Event description:
The patient called back repeating information previously reported in this case that therapy worked for a few weeks, then stopped working. Pt stated they met with a rep at the doctor's office 2-3 months ago to have additional programs added due to this. Pt stated they have 13 programs and have tried all programs but none seem to make a difference. Pt stated they typically stay on a program for a few days and increase the stimulation. Reviewed therapy overview. Recommended pt allow more time between changing programs. Pt will try increasing stimulation on current program and will monitor symptoms for 3-4 days. Redirected pt to hcp to have device checked if issue does not improve. Reviewed process to contact rep/redirected to hcp to assist with contacting rep. On (B)(6) 2021 patient stated they do not know the cause of device turning on and off by itself and the issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they still haven't had a change in their frequency or urgency. Patient said they have tried the different programs and are on program 6. Patient said program 6 has worked better. Reviewed increasing stim before changing programs and suggested following up w/ hcp to have the device checked. Agent did not ask about the circumstances that led to the reported issue. Additional information received on 2021-09-27 from the patient. Patient called in stating they are extremely frustrated. Patient said they are still urinating about once an hour and leaking. Patient said for the 1st month the device helped with their symptoms then it stopped helping. Patient said the device turns off with out the patient turning it off and sometimes times doesn't "pick up" the ins. Patient said they have tried all 10 programs and a b and c programs. Patient said they haven't have any falls or trauma. Patient said they do exercise and study karate but they haven't been hit or fallen hard. Patient said the device stopped helping their symptoms before they started karate. Recommended patient contact hcp to make an appointment to have the device checked. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.